Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a damage on suction connector, the image was not displayed; due to a pinhole on channel tube, water tightness was lost; no electrical continuity due to damage on distal end; distal end was shaved; control unit had a scratch; switch box had a scratch; suction connector had a scratch; due to wear of angle wire, bending angle in up direction does not meet the standard value; an abnormal sound was made due to damage on angulation lever; due to damage on channel tube, forceps cannot be inserted smoothly; due to damage on channel tube, channel cleaning brush cannot be inserted smoothly; connecting tube had a dent; connecting tube had a scratch; scope connector cover unit had a scratch; image guide protector had a scratch; universal cord had a scratch; universal cord had a dent; up/down angulation lever plate had a scratch; insertion tube rotation ring had a scratch; angulation lever had a scratch; grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope blacked out. The issue was found during preparation for use before an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "blackout" malfunction would likely be stress of repeated use, external factors, or handling of the device, leading to breakage of the image sensor unit. Olympus will continue to monitor field performance for this device.